Manufacturer narrative:
This report is being supplemented to provide additional information on device evaluation. Additional information, based on the legal manufacturer's final investigation, and a device history record (DHR) review. The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the front panel was cracked. A review of the DHR found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted, according to the technical guide of the subject device, e106 indicates, temperature switch error of a light source. During investigation, the reported issue could not be reproduced. And the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during a gynecological laparoscopy procedure, the visera 4k uhd camera control unit exhibited communication error 106. It was noted, the intended procedure was delayed by thirty minutes. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.